Manufacturer narrative:
Review of the non-conformance database show that the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a pectus bender was broken away from the patient. It is reported that no pieces of the bender fell into the patient. It is reported the surgery was completed with another bender.

Manufacturer narrative:
The product identity has been confirmed in the evaluation. Upon visual inspection, it can be seen that the roller pin assembly has fallen out of the female part of the bender arm and the pin for the roller is fractured; therefore, the complaint is confirmed. The most likely underlying cause of this complaint was determined to be excessive force. The customer most likely applied excessive force to the handles while using this part to bend a pectus bar, causing the pin to fracture. There are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.